Manufacturer narrative:
Additional information: unknown as information was not provided. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation of the intraocular lens (iol) in the patient's operative eye, the haptic tore off and the lens was explanted. The issue was not due to patient anatomy. The lens was discarded and is not being returned. No further information is available.